Event description:
The customer returned the device for service. During the inspection the investigator found the reverse trigger was locked and the rotation was below normal. This is report 1 of 1 for (B)(6).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed the trigger was not functioning properly and rotation was below normal. This was attributed to faulty care and maintenance. The device was repaired and returned to the customer on (B)(4) 2013.